Event description:
It was reported the pipeline could not be released from the capture coil during deployment. Upon removal, the pipeline released with the distal end was constrained. A balloon was used to open the device further. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).